Manufacturer narrative:
H3: the implant coil appeared to be detached from the pushwire. No bend was found on the pushwire. The ai and coupler tubing were present but not intact; indicative of mechanical detachment was attempted at this location. The pushwire was found broken at the break indicator (manual detachment location); retained by the release wire; indicative that the manual detachment was attempted. The coin was not present against the lumen stop as it was pulling back. The coil shield was present and but stretched. Under the microscope, the outer jacket was then removed to gain access the coin. The coin was measured in 3 locations (0.075mm @ 0.063mm; measured 0.087mm @ 0.127mm; measured 0.096mm @ 0.275mm) and found to be within specifications. The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00269¿ and found to be within specification. The retainer ring inner diameter (ID) was measured to be 0.00463¿and found to be within specification. All other subassemblies appeared to be normal. No other anomalies were observed. Based on the analysis performed, the axium coil was confirmed to have "premature detach from non-detachment" issue as the pushwire was returned with the implant coil already detached. The root cause could not be determined. Based on the returned device, there was evidence of mechanical and manual detachment attempts to detach the coil. The coin was not located at the lumen stop as it was pulling back. Pulling back of the coin from the lumen stop may have contributed to the detachment of the implant coil from the pushwire. There was no non-conformance to specification identified that led to the non-detachment issue. The lot number was not reported. Therefore, a device history record review could not be performed. However, all products are 100% inspected for damage and irregularities during manufacture. Since the implant coil and instant detacher were not returned; any contribution of the implant coil and instant detacher to the reported issue could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was prepared per the IFU and delivered via sl-10 microcatheter. After several deployments in redeployment, the coil was attempted to be detached from the pusher wire via the instant detacher. The physician attempted to detach twice; however, the coil failed to detach. After two attempts with a new instant detacher, the coil still did not detach so the back up manual detachment was utilized once. The physician attempted to re-deploy the coil, and the coil detached from the push wire while there was still 5 mm of coil inside the microcatheter. The physician eventually used the pusher wire to deploy the rest of the coil into the aneurysm. It was noted that the patient was coiled with 6 more soft and extra soft coils, and the case was completed after final angiography. The patient was undergoing surgery to treat an unruptured, amorphous aneurysm of the basilar tip with a max diameter of 7x7x6 and a neck diameter of 4.5mm. It was noted the vessel tortuosity was minimal. There were no patient symptoms associated with the event. Anxillary devices: 6f sheath, 5f envoy x 95 cm guide catheter, sl-10 x 150 microcatheter, syncro soft x 200 cm guidewire.

Event description:
Additional information received indicated the lot numbers of the coil and instant detacher were not accessible as the device packaging was discarded. There was no evident damage to the pushwire that could be observed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.